Manufacturer narrative:
The investigation for the embolism has been completed. Product was not returned for investigation. Clinical information mentions that the pump prepped per IFU and after 30 minutes air was noted in lv. Data logs were investigated. There was no "air in purge" alarm noticed at the time of failure or throughout the case. It is not possible to investigate further without the product being available and come to a conclusion. Therefore, the root cause of the embolism issue was not determined since product was not returned and data logs and clinical information provided was inconclusive. D4-corrected model number.

Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after impella 5.5 was inserted and flowing for approximately 30 minutes, the patient began to decompensate. Flows and waveforms were lost on the aic (automated impella controller). Position was checked on tee (transesophageal echocardiography) and a large amount of air was noted in the lv (left ventricle) requiring emergently going back on bypass to allow the patient to recover. The bypass then slowly was weaned and impella level was raised to p6. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿